Event description:
Procedure performed: bypass gastric. Event description: dr. [Name] adjunct surgeon specialized in esophagogastric surgery [ ] has had an incident with the cff33 trocar. At the beginning of the surgery, this trocar is used by the surgeon to perform direct insertion with insufflation (fios technique) and then it is the trocar used throughout the surgery as an optic port. The incident explained by the surgeon is that after completing the surgery and removing the trocar, he observed that a piece of the tip of the cannula was missing, said piece has been found in the cavity and removed by the surgeon, not putting the patient at risk. Additional information received by email from applied medical representative on 15mar21: the surgeon does not know how the fracture occurred, when he removed the trocar at the end of the surgery he realized that he did not have a piece, for this reason he reintroduced it to look for the particles. The fracture caused particles. All the parts were recovered. The surgery was a gastric bypass, and during the entire surgery it was used for optics. The insertion method was first veress and then direct insertion of the trocar with the optics. Intervention: piece has been found in the cavity and removed by the surgeon. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. However, based on previous similar incidents, it is likely that the cannula tip fractured due to forces exerted on the cannula tip by instrumentation used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bypass gastric. Event description: dr. [Name] adjunct surgeon specialized in esophagogastric surgery [ ] has had an incident with the cff33 trocar. At the beginning of the surgery, this trocar is used by the surgeon to perform direct insertion with insufflation (fios technique) and then it is the trocar used throughout the surgery as an optic port. The incident explained by the surgeon is that after completing the surgery and removing the trocar, he observed that a piece of the tip of the cannula was missing, said piece has been found in the cavity and removed by the surgeon, not putting the patient at risk. Intervention: piece has been found in the cavity and removed by the surgeon. Patient status: no patient injury or illness occur associated with the complaint event.